Manufacturer narrative:
(B)(4). One used catheter fragment and one unused, unopened catheter (with packaging identifying the reported lot number 0061488373) were received for evaluation. The used catheter appeared fractured, measuring approximately 36.5 inches. Based on the specification for the catheter overall length, approximately 4 inches of the catheter tip end was missing. Under microscopic observation, the fractured end of the catheter was smooth and angular in appearance. The unused catheter was subjected to occlusion, leakage, and tensile strength testing according to specification with acceptable results. The type of cut observed on the used catheter is consistent with a potential damage noted when the catheter is withdrawn or partially withdrawn through the needle, thereby shearing the catheter. Per the instructions for use (IFU) for the reported product catalog number, "caution: do not withdraw epidural catheter through needle because of possible danger of shearing or kinking." Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or involved catheter material number. There were no other reports of this nature against the reported lot number. All available information has been forwarded to the device manufacturer of the catheter. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: reports the epidural catheter broke off in the patient. The broken catheter fragment currently remains in the patient. No additional information is available at this time.